Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visually there is a crack at the distal tip of the implant, confirming this complaint. The anchor shows remnants of blood and tissue, implying it was used in a patient and the complaint occurred intraoperatively. The root cause of this complaint is most likely off axis insertion, which would cause the anchor to crack and the sharp edges to then break the suture. The suture was not returned so it could not be evaluated. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that the customers healix advanced knotless br anchor 4.75 mm cut the suture as there appears to be a slice in the tip of the anchor. The surgeon used another anchor to complete the procedure with no delay and no patient consequences.